Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen a year ago and the longevity remaining was about three years. At the most recent follow-up, however, the longevity remaining decreased to about three months. Engineering analysis was performed and it was confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device will not return, the staff at the centre believes it was accidently discarded.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen a year ago and the longevity remaining was about three years. At the most recent follow-up, however, the longevity remaining decreased to about three months. Engineering analysis was performed and it was confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly. No adverse patient effects were reported. This device remains in service.